Event description:
It was reported that, "knee procedure. Using this item as per procedure, were tensioning it, when collapsed it, the piece broke off. Grabbed a poker and pulled the piece out."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.